Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Additional information received indicated the patient's ins was explanted and replaced with a different model.

Event description:
It was reported the patient's implantable neurostimulator (ins) has flipped in the pocket and causing discomfort. Surgical intervention may take place at a later date.